Event description:
The customer reported that the pt was slightly bleeding after the device cut tissue. The device was being activated by using a footswitch during the case. It is unknown when and where the bleeding took place. It is unknown if regrasp alarms or end tones were heard during sealing. The customer also noted that the device jaws were difficult to close due to tissue adhesions and a build-up of eschar on the jaws. The pt has been discharged from the hospital. There is no further information available.

Manufacturer narrative:
(B)(4). To date, the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.